Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported by the patient that they flatlined prior to replacement of the implantable pulse generator (ipg). Information from the clinic indicates the patient had been told the device was nearing elective replacement indicator (eri) over two years ago. During preoperative preparations for device replacement the patient experienced a cardioinhibiting episode, as the generator had reached end of service (eos) and no pacing was provided. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.